Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the received information, the unit suddenly stuck after the self-test. The issue occurred before the case started and the patient was already on the ot table but not yet under anesthesia. As an immediate action, the unit was rebooted and after rebooting, the unit operated normally. No negative impact in state of health reported.